Manufacturer narrative:
Evaluation: the condition of failure code 810:11 was confirmed but not reproduced due to damaged wires from the pump head module to the air-in-line printed circuit board. The pump head module was replaced to correct the reported condition. Additional information: there is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. The device has not been previously sent into service for the reported condition of failure code 810:11. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.